Event description:
During an MRI procedure, an anesthetized pt was being monitored with an ECG monitor. Following the procedure, 4 skin blisters were observed beneath the ECG electrodes. One of the burns (under the ll electrode is considered 3rd degree and may require surgical repair. The other 3 blisters are resolving naturally. The ll electrode became hot enough to deform the electrode ("crinkly look "). MRI procedure lasted 90 minutes, with several high rf power during some sequences. The pt was a tight fit inside the MRI bore. ECG electodes used may not have been appropriate for MRI use.